Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil was not present on the right side or dislodged in the uterine cavity') and device breakage ('3 fragments of fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included back pain and rash. Concurrent conditions included endometriosis and migraine. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the left tubal occlusion wire is in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received new reporter information, date of birth was added. Medical device removal replaced with new event device breakage, device dislocation. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil was not present on the right side or dislodged in the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included back pain and rash. Concurrent conditions included endometriosis and migraine. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: the coil was removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the left tubal occlusion wire is in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil was not present on the right side or dislodged in the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included back pain and rash. Concurrent conditions included endometriosis and migraine. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: the coil was removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the left tubal occlusion wire is in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment done. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.